Manufacturer narrative:
(B)(4).

Event description:
10. It was reported that a detached or missing sensor wire occurred. The sensor was inserted. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.